Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and not lot number was provided.

Manufacturer narrative:
This device was used for treatment.

Event description:
Pt was implanted with lcp clavicle plat construct on an unk date for a clavicle fracture. Pt was returned to the operating room (B)(6) 2012 for removal of hardware. Pt requested the hardware to be removed due to discomfort from the hardware. Pt's fracture has healed. Surgeon removed all hardware and pt was not implanted with any add'l hardware. Procedure was completed with no problems. This is the 2nd report of 7 for the same event.